Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were made resolving the issue. The patient condition was fine.